Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified artery was attempted using a proglide device after an interventional procedure. Reportedly, it was difficult to insert the proglide device into the puncture site. There was no arterial flow seen through the marker lumen. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the instructions for use- precautions for use: verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficult to insert and marker lumen issue were unable to be confirmed. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure. The physician is reportedly trained in the use of the proglide device.